Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, the patient had two tumors that required treatment. After ablating the first tumor, the physician retracted the array and prepared to reposition the electrode at the second tumor. However, at this time, the insulation was found to have separated from the handle and detached into the patient. The physician removed the insulation with forceps, and then completed the procedure with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the patient had two tumors that required treatment. After ablating the first tumor, the physician retracted the array and prepared to reposition the electrode at the second tumor. However, at this time, the insulation was found to have separated from the handle and detached into the patient. The physician removed the insulation with forceps, and then completed the procedure with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation found that the device returned with the array extended and the cannula enclosed in a protective sheath. An area of insulation of approximately 2" had been torn away from the device distal end which exposed the metal cannula. Additionally, the cannula was slightly bent along its working length. Functionally, the array was able to be extended and retracted without issue. The condition of the returned incident device was consistent with the complaint that the insulation was torn. The user reported that a metal needle guide was used with the electrode. The leveen needle electrode directions for use (dfu) document cautions the user of potential complications if a metal needle guide is used. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Reported event of insulation detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).